Event description:
It was reported that the patient¿s stimulation has been turning off ¿over the last two weeks.¿ it was stated that ¿it cuts out for 30 minutes at a time four to five times a day.¿ there was no reported fall or trauma; however the event ¿seemed to have coincided with muscle spasms¿ that the patient has been having. It was noted that when the device cuts out, the patient experiences a ¿return of pain and gets noxious.¿ it was noted that the device was ¿well-oriented.¿ the patient reportedly noted that it seemed the stimulation cut out when the patient was in the standing/walking position. It was noted that impedances were ran and they all looked normal in the 800s, 900s, and 1000s. It was noted that the patient was on program b with adaptive stimulation when the stimulation would cut out. It was noted that for group b that ¿nothing was slated for upright mobile for this patient.¿ additional information reported that the patient was reprogrammed on december 5 and the battery was re-orientated and adaptivestim was enabled. It was noted that no malfunctions were seen and the cause of the issue was not determined. It was noted that reprogramming was done on both december 4 and 5. It was reported that the manufacturer¿s representative had not heard back from the patient since the reprogramming. If additional information is received, a supplemental will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).